Event description:
This is filed to report the clip getting caught in the sub-valvular apparatus causing tissue injuries. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. During positioning, the clip dove in the left ventricle (lv) a little too deep and got caught in the sub-valvular apparatus of the mitral valve. Standard troubleshooting was performed to free the clip, however posterior chordal damage and a tear were noted. The posterior mitral leaflet (pml) flail worsened, and the physician was unable to capture both leaflets. The clip was removed from the patient and the procedure was aborted. The patient¿s mr remains at a grade of 4. There was no clinically significant delay in the procedure and no patient sequelae. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported clip caught in the sub-valvular apparatus of the mitral valve appears to be related to user technique and the inability to capture both leaflets was due to the patient and procedural conditions. The posterior chordal damage and tear appears to be due to the clip caught on the anatomy. Tissue injury is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.